Event description:
It was reported that an ongoing malfunction alarm occurred. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. There was no reported impact on the customer's blood glucose level.